Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. Customer's low blood glucose 47 mg/dl and treated eating peanut butter and jelly. Customer stated sensors has a problem, been happening for months put the sensor on go through the warm up and get calibration error on the pump. Customer declined to perform high and low readings. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Device was programmed with test mini link transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the value properly on display graph. No cal error alert noted. Device received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.